Event description:
It was reported the patient presented to the clinic in 2009, with vvi pacing and no capture. The device had reached eri (elective replacement indicators) nine months prior. It was subsequently returned with a report of programming/telemetry difficulty. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: normal battery depletion.